Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer opened slightly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 only opened slightly and was initially failing to open completely. The field service engineer (fse) removed drawer from the auxiliary chassis, and the solenoid, latch assembly, and release spring were checked. The latch had an old-style small magnet, which was replaced. While removed, the drawer was tested using the manual release mechanism and opened correctly, indicating proper spring tension and latch function. The slide rails were adjusted to the highest possible position. After fse reinstalled the drawer in the auxiliary chassis, it worked correctly several times but then did not open fully every third or fourth time. The rails did not appear damaged or cause drag, it was possibly just spring fatigue. The drawer was considered functional. The system functioned as intended after the field service engineer repaired the device.